Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states they are receiving threshold suspend and bad readings. The customer's blood glucose level was 97mg/dl, and their sensor reading was 48mg/dl. The difference was found to no be within the acceptable range. Troubleshoot was conducted. The customer was advised not to calibrate when differences in blood glucose reading and sensor readings are large. The customer was instructed on proper insertion technique and site locations. The sensor is being replaced.